Event description:
A home pt contacted the baxter technical service center regarding a system error 2240 message that appeared on the display of their homechoice machine during dwell 4/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt was connected at the time of the alarm. However, the home pt disconnected themselves from the pt line during a dwell cycle. When the pt returned they reconnected themselves to the setup and received the alarm. Baxter technical service center assisted the home pt in ending therapy early. Treatment was discontinued at that time. No pt injury or medical intervention was assoicated with this incident per the home pt.